Manufacturer narrative:
Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture in right area of overlay, faded serial number label, peeling end cap address label and partially broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that plastic ring came loose from reservoir compartment. The customer¿s blood glucose level was 10 mmol/l. The insulin pump will be returned for analysis.